Manufacturer narrative:
(B)(4). Date sent: 2/5/2025, d4 batch #: m9025f. Investigation summary: visual analysis of the returned sample revealed that the device was received attached to a har device. In addition, the nose cone was cracked. The device was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that, during laparoscopic cholecystectomy, when the device was to be set, connecting har36 and hp054, the shaft did not rotate properly and the device could not be detached. The part of the shaft could not rotate at all. Hp054 was used. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.